Event description:
The cot was leaning approximately 25 degrees which potentially could create a tipping hazard. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
.